Event description:
Fluid leaked from the first port. Syringe was connected to the port and manipulated and air was aspirated with pulling the plunger. Fluid leaked from the connecting area with the infusion. The syringe was disposed of at the hospital. No harm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device has not been received for eval. A review of the device history record did not reveal any exception documents. The complaint data base was reviewed and found no similar complaints for this lot number. A follow-up report will be submitted when the eval is completed. Eval, method - device history record was reviewed. Conclusions, a follow-up report will be submitted when the device eval has been completed.